Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed grey particulate matter, approximately 2 mm in diameter, inside the vial. The particle seemed to be a piece of the vial bung. Functional testing was performed with a new vial, and no particulate matter was created. The cause of the condition was a coring issue related to suboptimal activation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter from the vialmate stopper was inside the vialmate. The device was filled with 1 gram of cloxacillin and 100ml of sodium chloride. There was no patient involvement. No additional information is available.